Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the similar complaint review, there is no indication of a lot-specific product quality issue. Based on the available information and without the return device to analyze, the cause of the reported inability to move the gripper cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a single gripper actuation issue. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade. It was noted that while actuating the grippers in the left atrium, one of the grippers would not lower. Therefore, the clip was removed and the procedure was discontinued as the hospital had no additional mitraclips. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.